Manufacturer narrative:
(B)(4). Indicator wheel failure. The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. No opening issues were noted during evaluation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle on device was sticking closed. Another device was used to complete the procedure. There was no adverse consequence to the patient.